Manufacturer narrative:
Product analysis: it was determined at analysis that the provided analyzer failed functional tests. Analysis could not reproduce customer experience with programmer. Programmer powered up and worked as expected. The analyzer was scrapped and a replacement was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer that originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.